Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: (B)(4)) on 27-mar-2019. The most recent information was received on 04-apr-2019. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure (batch no. C51068) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "only 1 coil remained visible in right side". The patient's medical history included menorrhagia. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("vaginal bleeding disorder"). The patient was treated with surgery (laparoscopic removal of fallopian tubes and essure). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain and vaginal haemorrhage to be unrelated to essure. The reporter commented: only 1 coil remained visible in right side, control performed after 1 month showed coils bilaterally in situ in uterine cornus. Essure was removed due to patient´s wish. Physician considered that essure did not contribute or cause the adverse events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Most recent follow-up information incorporated above includes: on 4-apr-2019: essure removal questionnaire received. Patient´s initial, date of birth added, essure removal date and lot number added. Physician considered that essure did not contribute or cause the adverse events we received a lot number and device sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: (B)(4)) on 27-mar-2019. The most recent information was received on 09-may-2019. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure (batch no. C51068) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "only 1 coil remained visible in right side". The patient's medical history included menorrhagia. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("vaginal bleeding disorder"). The patient was treated with surgery (laparoscopic removal of fallopian tubes and essure). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain and vaginal haemorrhage to be unrelated to essure. The reporter commented: only 1 coil remained visible in right side, control performed after 1 month showed coils bilaterally in situ in uterine cornus. Essure was removed due to patient´s wish. Physician considered that essure did not contribute or cause the adverse events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-may-2019: quality safety evaluation of ptc. We received a lot number and device sample in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 27-mar-2019. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "only 1 coil remained visible in right side". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("vaginal bleeding disorder"). The patient was treated with surgery (laparoscopic removal of fallopian tubes and essure). Essure was removed. At the time of the report, the abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain and vaginal haemorrhage to be related to essure. The reporter commented: only 1 coil remained visible in right side, control performed after 1 month showed coils bilaterally in situ in uterine cornus. Essure was removed due to patient´s wish. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.